Event description:
It was reported that the patient suffered from asystolic events the evening after the pacemaker was implanted. A magnet was applied, and no output was found on the pacemaker. An emergency surgery was performed. During the surgery, it was not possible to get the ventricular lead back into the connector of the pacemaker. The pacemaker was removed and a new pacemaker used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. It was noted there was set screw damage and foreign material in the set screw.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. It was noted there was set screw damage and foreign material in the set screw. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).